Event description:
It was reported a non-critical low reservoir alarm had occurred that required reprogramming. No diagnostic testing was performed but it would be performed in the future. A manufacturer representative was called to interrogate the pump because it was alarming. The alarm was silenced by a health care provider (hcp). Upon interrogation, there were no pending alarms, but the reservoir volume was empty. The patient had missed a refill date, which the hcp decided was the cause of the alarm. The pump was then refilled. The next morning, the patient was in the emergency room because, he had taken too much of his oral medication, and the pump was alarming again. The patient was ¿out of it¿ until narcan was given. The patient was going to be observed for about an hour. The patient status at the time of the report was unable to be obtained. The pump was being used to deliver morphine. Four days later, it was reported the cause of the product issue and 2014 (B)(6) alarm was unknown. The alarm was silenced after inter rogation. The alarm was coming from an explanted pump in the house, not from the patient¿s new pump. The patient status was not known.

Manufacturer narrative:
Product ID 8709, lot# l57852, implanted: 1998 (B)(6); product type catheter. (B)(4).